Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H10 statement h10 statement.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple follow up attempts were made to complete troubleshooting with the contact; however, the contact did not respond to follow up attempts.